Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported difficult leaflet grasping appears to be due to challenging patient anatomy. The reported unspecified tissue injury appears to be a cascading effect of the difficult leaflet grasping. Additionally, unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and delay to treatment/therapy were the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4+. It was noted tethered leaflets on the p3. The first ntw clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflet fine. A decision was made to remove the clip and use a wider clip to further reduce mr. Therefore, the procedure continued with an xtw clip. However, the clip could not grasp both leaflets and the posterior leaflet became damaged causing a clinically significant delay. The xtw clip was then re-positioned to treat the tissue damage. The clip was deployed. One clip was implanted, reducing mr to 2+. No additional information was provided.